Event description:
In 2008, the facility reported a colleague device with tissue infiltration of vortex 1500mg, which was detected on a female, and was suffering from birth hypoxia. The child suffered a swollen foot after the infiltration had occurred. The left foot was affected and to bring the swelling down, warm compresses were applied and the foot was elevated. The patient is now doing fine. The hospital representative stated that this was a user error due to the nurse failing to monitor the IV site. No additional information was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.